Event description:
Consumer complaint of blood result reading of "lo". Customer has been getting 'lo' with his trueresult meter. Customer states she feels well and does not require medical attention. Customer expected results are 70-120 mg/dl-not fasting. Verified the strips expire (B)(6) 2016 and were first opened (B)(6) 2014. The customer confirms the strip are stored in the bedroom. Reviewed the meter memory. See scanned table. He bought a new meter (m06157669) and used the same strip lot# pp1595 and got lo results with the meter. Time and date on meter is not set.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user has low glucose value.